Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results the returned microknife xl was analyzed, and a visual inspection found that the transition and the wire at handle section were kinked, due these damages, the needle was not able to extend. The handle was found in good condition. No other problems with the device were noted. The results of the analysis performed on the returned device found that the transition wire was kinked. This condition could have occurred due to excess manipulation against this unit. It is most likely that as part of the device manipulation during the procedure an excess of force was applied to the device such as during the device insertion/removal through/from another device or by the interaction with the scope (hard surface), the kink generate increased friction between the wire and the transition, causing the wire to become stuck or not be able to move easily, and with this friction the handle actuation leaded to kink the cutting wire at handle section making the needle unable to extend. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a microknife xl was attempted to be used in the bile duct during a sphincterotomy procedure performed on (B)(6) 2025. During the procedure, there was no possibility of extending the needle. The handle was broken. The procedure was completed with another of the same device. There were no reported patient complications as a result after this event. This event has been deemed a reportable event based on the investigation finding of wire kinked. Please see block h11 for full investigation details.